Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the reservoir, infusion set showing signs of damage, a crack in the battery compartment, the reservoir was unable to lock in place, and the retainer ring was damaged. The customer reported no adverse event. The event involved products mmt-342, mmt-1715k, and mmt-441ak. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-342. Product return was requested for mmt-1715k. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-441ak.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: damaged electronic assembly and motor assembly, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked case (battery tube), missing display window cover, serial number label missing, stained keypad overlay, cracked keypad overlay, broken battery tube threads, end cap address label missing, detached end cap, keypad overlay texture damaged cosmetic damage was confirmed at battery compartment. However, retainer ring was able to lock into place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.